Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen and external hemostatic valve. However, the internal hemostatic valve had tears by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The procedure was initiated to perform posterior wall (pw) and mitral isthmus (mi) ablations. During the procedure, when the physician swapped a non-boston scientific catheter for a farawave catheter, the physician noticed large amounts of air bubbles coming through the faradrive sheath valve. The physician attempted to clear the air bubbles for several minutes but was unsuccessful. The sheath was replaced, and the procedure was completed successfully without patient complications. Use of the farawave catheter to perform pw and mi ablations constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). Use of a farawave catheter to treat persistent atrial fibrillation also constituted off-label use of the catheter. The faradrive sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The procedure was initiated to perform posterior wall (pw) and mitral isthmus (mi) ablations. During the procedure, when the physician swapped a non-boston scientific catheter for a farawave catheter, the physician noticed large amounts of air bubbles coming through the faradrive sheath valve. The physician attempted to clear the air bubbles for several minutes but was unsuccessful. The sheath was replaced, and the procedure was completed successfully without patient complications. Use of the farawave catheter to perform pw and mi ablations constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). Use of a farawave catheter to treat persistent atrial fibrillation also constituted off-label use of the catheter. The faradrive sheath is expected to be returned for analysis.